Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hcp meter. On (B)(6) 2019 at 8:56 a.m., a sensor scan result of 95 mg/dl was obtained and customer blacked out and subsequently lost consciousness. Customer had contact with a healthcare professional and a reading of 33 mg/dl was obtained on the hcp device at 9:06 a.m. Customer was diagnosed with hypoglycemia and treated with "shot of sugar". Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). There were no errors observed. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hcp meter. On (B)(6) 2019 at 8:56 a.m., a sensor scan result of 95 mg/dl was obtained and customer blacked out and subsequently lost consciousness. Customer had contact with a healthcare professional and a reading of 33 mg/dl was obtained on the hcp device at 9:06 a.m. Customer was diagnosed with hypoglycemia and treated with "shot of sugar". Based on the information provided, there was no report of death or permanent injury associated with this event.